Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garment is too tight and patient is now bleeding from breast area. The patient had garment across breast area instead of under it, patient was retrained on how to wear garment and proper placement as well as given extra garments. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.